Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's therapy was off and they didn't know why. There was an occurrence where the therapy was turned off by the patient's personal helper because the helper did not think the dbs system was working. The therapy was off in (B)(6) 2018 and they couldn't explain why. The patient's recharger and programmer did not have any problems. The ins data was reviewed and there were no anomalies identified in the system. It was noted that the patient was doing very well keeping the ins charged properly. There were no symptoms reported. No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient's ins was accidentally turned off from (B)(6) to (B)(6) by someone on their assistance team. The patient did not have any harm or injuries as a result. The patient's assistance team has been educated on how to manage the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient information was received. The cause of the event is being investigated by the clinic.